Event description:
Caller reported that an insulin gauge displayed an amount different from what was expected, showing 0 units instead of the caller's expected 250 units on a previous day. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and was advised by technical support to call back if they experience an active fill estimate issue again, which the caller acknowledged.